Event description:
Pt was poisioned by a dentist who used a malfunctioning amalgam manufacturing machine. The fillings subsequently fell out which is why pt got a blood test. It was 80% of the highest limit before intervention would be mandatory. His machine sounded like an old car or washing machine that was on its last legs and long overdue for the dump. The fillings -which pt mostly saved- fell out over a 2 year or so period. The base line -normal- mercury amount was never determined but was likely 1 or less before this happened. Pt doesn't have their papers with them now. Reply and pt will definitely get the exact dates when they can. Pt is having to sue this person and have not started recovery yet so the above date is probably wrong. Mercury and silver is both toxic and the damage has already been done... Pt needs help to confiscate the malfunctioning machine if indeed he still is using it. Pt turned him in to the attorney general for toxic -tort- enviroment but they did nothing. Who is supposed to inspect and maintain those machines anyways? The dental board won't answer any questions about that or the way he treated pt. Talk about denial...geez. Can't anyone get any justice any more?the yes in # 9 above is conditional. He may have destroyed, replaced or remanufactured it by now. Pt wonders how many hundreds of people he poisioned with that piece of junk.